Manufacturer narrative:
The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received an implantable cardioverter defibrillator change procedure on (B)(6) 2020. Three weeks later, the implant pocket eroded and the patient was admitted to the hospital. On (B)(6) 2020, the implantable cardioverter defibrillator system was then removed successfully. The patient's blood culture result was negative for infection and the patient was reported to be in stable condition following the procedure.